Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a competitor guidewire stuck in the lead. The competitor guidewire is kinked in the distal tip nose of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned, analyzed and tested out of specification. It was additionally noted that the lead was attempted but not used due to patient anatomy. No patient complications have been reported as a result of this event.